Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up of an asymptomatic patient, noise was observed on the atrial lead. The noise could not be reproduced in clinic. Device reprogramming was performed.

Manufacturer narrative:
Correction: the event date should have been (B)(6) 2015 rather than (B)(6) 2015 on the initial report.